Event description:
The stabilizing body came apart from the adhesive pieces. This failure has come apart, out of the package and while a nurse attempted to install the device on a patient. This failure happened several times on our med floor with more than one nurse. A call went out to our nursing group at other facilities and this hospital system reported similar failures. Manufacturer response for catheter stabilization device, PICC plus (per site reporter) not known. Another lot was found to fail. Lot # juer0526 had failed devices too. Our facility pulled both of these lots from our floors. The vendor was notified by our supply chain management dept.